Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The non-return valve (nrv) and top case were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to a software issue while the failure to complete it's internal self-test was due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation, the device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and the reported complaint could not be confirmed. During evaluation, flow control module check failed. The non-return valve (nrv) was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.